Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information obtained from the customer.

Event description:
The customer reported falsely decreased potassium (k) results on the architect for one patient. The results provided were: (B)(6), initial k = 1.32 / repeat = 4.25mmol/l (range 3.5-5.3mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
During the site visit to address the issue, the abbott field service representative (fsr) determined that the cuvette wash nozzles (nozzle, c4, #1, #4, #5, part number 7-205228-01) were clogged. The nozzles were cleaned and the cuvette washer function was verified. No additional discrepant results have been reported on the architect (B)(4). A review of instrument service history confirmed no additional erratic or discrepant results reported on the (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of clinical chemistry systems was performed and no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results) were identified. A review of historical data for the nozzle part revealed no trends or systemic issues. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including the cleaning of the cuvette wash nozzles performed by the fsr. Based on the investigation no product deficiency was identified for the nozzle, c4, #1, #4, #5, part number 7-205228-01 or the architect c4000, serial number (B)(4).